Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced blurred vision, was shaking uncontrollably, and according to the email, the patient went into shock. It was not known what was meant with going ¿into shock¿. The cgm reading was according to the email 367 mg/dl, but in a follow up with the reporter it was stated that this was 247 mg/dl. The child could not contact the patient and asked the police to go to the patient¿s house. Assistance was called and when a fingerstick was taken by the paramedics the blood glucose reading was 418 mg/dl according to the email, but in a follow up with the reporter it was stated that this was 486 mg/dl. The cgm readings would have been inaccurate. The patient received treatment with insulin but no route was reported. No further information was reported and it was not known if the patient was brought to the hospital. On (B)(6) 2025, a fingerstick was taken and the cgm reading was 347 mg/dl, and the blood glucose reading was 327 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.